Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis)

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag) (tgu343420j/(B)(4)) and a cook zenith alpha device. The descending aorta was reportedly shaggy. The ctag was placed just below the left subclavian artery and the zenith alpha device was placed distally. The distal part of the zenith alpha was positioned above the eleventh thoracic vertebra. To avoid placing the distal part of the stent graft in mural thrombus, it was positioned a little lower, in a healthy aortic area. The procedure was completed without any issues and the patient tolerated the procedure. When the patient came out of the anesthetic, it was recognized that he was not able to move his lower limbs. Paraplegia was confirmed. Spinal drainage was performed and the patient became able to move his toes. The physician decided to take a wait-and-see approach since the paraplegia was improving. On (B)(6) 2018, it was confirmed that the patient was able to elevate his lower limbs.